Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. All parts returned. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design deficiency and bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.